Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided." Patient allegedly received an implant on (B)(6) 2014 via right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging filter fracture. (B)(6) 2014, ivc filter implant operative report: ¿final impressions: patent inferior vena cava. No evidence of accessory ivc or clot. Successful deployment of select ivc filter.¿ on (B)(6) 2014, attempted retrieval of ivc filter: ¿the patient was taken from the preoperative holding area to the operating room, where he was prepped and draped in standard surgical fashion. Following this under ultrasound guidance, the right internal jugular vein was cannulated. There was thrombus-appearing at the distal aspect of this attempts to pass the sheath and wire passage or through the thrombus were unsuccessful. Ultrasound images were saved. After performing this portion of the procedure, attention was then focused on the left internal jugular vein. Under ultrasound guidance, the left internal jugular vein was cannulated. Wires and catheters were advanced to the superior vena cava. Vena cavogram as well as a venogram of the jugular vein were performed. The jugular vein on ultrasound appeared to be quite small and atretic. Venography demonstrated a small jugular vein that drained into the left brachiocephalic vein. After measuring this out, it was determined that this vein was smaller than the retrieval system for the inferior vena cava filter. Thus, the decision was made to abort the procedure secondary to safety concerns.¿ on (B)(6) 2017, per unspecified imaging, ¿ivc filter present. Tip is at the levei the renal veins. Tip essentially within the ivc. Some legs appear to protrude outside the ivc lumen. One appears to extend into an accessory vein on the right.¿ patient outcome: alleged "filter fractured."